Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had called because they were having success with their implant but had since not had much result. Patient said their retention levels were way above their voiding levels. Patient said they had tried changing to program 2 and 3 and had increased the level of stimulation on each program. Patient said they started out on program 1 and has the best results but their symptoms started to return, so they increased the stimulation and then started to feel it in the back of the knee area and feet. Patient said when they would urinate , they would feel stimulation in the feet. Patient said they then lowered the level back down. Patient was redirected to the doctor to discuss symptoms as they were newly implanted and should get a recommendation for how long to stay on a specific program before changing to a different one. No trauma/falls were reported that could be related to the issue. Additional information was received on (B)(6) 2017 from the patient reported they first started experiencing urinary retention and stimulation in the feet and back of the knees on the week of (B)(6). The patient stated the cause of the stimulation in the feet and back was not determined. The patient stated the stimulation in the feet and knee and retention had not been resolved. Additional information from the healthcare professional (hcp) on (B)(6) reported the retention is a preexisting issue. The hcp stated the intent of the interstim was to stimulation him so that he knows he needs to use the restroom. Additional information was received on (B)(6) 2017 from the patient stating that they had the device adjusted but they still have stimulation in their feet and legs. The patient reported that the implant did not seem to be working very well. No further complications were reported.

Manufacturer narrative:
Additional information provided caused the event reportability to be for serious injury and outcome attributed was selected as "other" for urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the patient provided additional information. The patient reported that they really didn¿t know the cause of the implant not working well. They continued on to state that it may have been working somewhat better and that on (B)(6) 2017 the interstim was adjusted. The patient noted they still had stray sensations. The patient reported that they were only charting retention for program 1 and that they had a follow up appointment on (B)(6) 2017. The patient noted that some days were better than others and that it seemed that they longer they were on a program the retention would increase. There were no further complications reported/anticipated.